Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the wake button was stuck. There was no impact to the customer's blood glucose level. The customer successfully resumed insulin delivery.